Event description:
A medtronic ent rep reported that stealthstation s7 system froze while in the navigation portion of an ent case. The surgeon was able to shut down the computer and re-start to complete the procedure with the use of the stealthstation s7. The pt's outcome was not impacted.

Manufacturer narrative:
Pt age and weight not available from the site. Software has not been evaluated as of the date of this report.